Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing paralysis in their legs post-implant after moving in the bathroom. Physician performed a CT and as a result, the patient underwent surgical intervention during which the system was explanted. It was noted that both of the patient's leg paralysis had resolved post-operatively. The patient will enter rehabilitation.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.